Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller was advised to reach out again if any malfunction code reappears, and they acknowledged this advice.